Event description:
This report is being filed due to tissue injury observed during device use. It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4 with posterior mitral annular calcification. The first clip delivery system (cds0701-xtw) advanced without issue, however, while positioning, a posterior leaflet perforation occurred. There was no device malfunction, however, as a precaution it was decided to remove this clip and use another device in replacement. The device was removed without further issues and another mitraclip (ntw) was successfully used in replacement. The mr had been reduced to grade 3. There was no treatment for the perforation. There was no adverse patient sequala and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Weight: estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds) device. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported unspecified tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.